Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, the exact cause of this event cannot be confirmed; however, the popliteal artery obstruction is believed have been caused by the embolization of the mobile plaque which appeared to be cardiac tissue. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, mobile debris embolized to the popliteal artery. Shortly before the initial positioning of valve, some "fluttery material" was observed just below the annulus on echocardiogram. The material moved toward the left ventricle (lv) when the valve and delivery system was advanced into the lv. A 23mm sapien xt valve was deployed at which point the "fluttery material" disappeared from the echocardiographic view. At the time of access site closure, an angiography was performed as the pulse was inaudible at a lower extremity. The angiography revealed an embolization into the popliteal artery. The embolus was removed with a fogarty catheter. Per the reporting physician, the removed material appeared to be a piece of myocardium and possibly the material which was observed around the annulus at the time of valve deployment. A pathological examination was performed on the removed material. The cause of the event and the causality with device was reported to be unknown. No injury around the annulus and lv was reported; it was unknown if an avulsion of myocardium had actually occurred.